Event description:
Pt admitted for treatment of sepsis possibly related a lifesite catheter. They were informed that the pt had expired following transfer. That info was incorrect.

Event description:
Pt admitted for treatment of sepsis possibly related to a lifesite catheter. In 2002, pt was transferred to a tertiary care hospital. They were recently informed that the pt expired. To date, they have treated 7 (seven) pts for infections following the insertion of a lifesite catheter.